Event description:
The customer reported intermittent 3158 error code during est; seeks to determine if the problem is the solenoid or sensor pcba. The customer mentioned the exhalation pressure at zero is 1 to 1.2 cmh2o. The customer reported there was no patient involvement.